Event description:
A patient with aortic stenosis underwent trans aortic valvular replacement. A telephone call was received approximately one month later from a dermatologist at an outside facility indicating that a right leg rash was biopsied and was reported to show foreign material consistent with hydrophilic polymer embolization.